Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's magnet was reportedly discarded and will not return to advanced bionics for analysis. The recipient has healed following surgery. This is the final report.

Event description:
The recipient reportedly experienced a displaced magnet following an MRI. The recipient underwent magnet replacement surgery on (B)(6) 2018.